Event description:
It was reported that the pump does not recognize the locked cassette. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was a defective latch lock sensor. Upon further investigation, the downstream occlusion (dso) seal is delaminated. The latch lock sensor and dso seal will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.